Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to specification up to (B)(6) 2012. The info obtained from the device showed the device was switching itself on automatically, resulting in manual power-ups of ten minutes in duration, occurring on (B)(6) 2012. Investigation confirmed there to be excessive current drain of the device, which can indicate fault with the membrane, furthermore, the device switching itself on is a known symptom of a damaged or faulty membrane. A device in this mode can cause premature depletion of the pad-pak. The pad-pak was not returned with the device and was not tested as part of this investigation. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.